Manufacturer narrative:
The lead was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited red alerts due to high out of range shock impedance measurements, measuring greater than 125 ohms. No adverse patient effects were reported. This right ventricular (rv) lead remains in service.